Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported experiencing short battery lifetime and pump was not recognizing the battery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and received replace battery alarm and when replaced the battery issue not resolved and also found that there was no damage to the battery cap. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No failed battery alarms noted during testing or in the pump history/trace files. However, in further full review in the pump history found unexpected low battery alarms on (B)(6) 2025 18:52:16.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 board. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case and corroded battery. Alleged failed battery alarms not confirmed during testing or in the power management graph. However, customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was confirmed due to moisture damage on the electronic assemblies. Moisture exposure confirmed on the pcba 1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.